Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the divider panel came loose and was grinding. A field service engineer removed the drawer, adjusted the panel, and made sure it was moving smoothly. The system functioned as intended after the field service engineer repaired the device. E.3. Initial reporter other occupation: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple ball bearings dropped upon opening. The customer reported that a malfunction occurred when the user attempted to issue medication. There were no adverse events or injuries reported based on this event.